Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not functioning properly for almost a year. The implant would no longer inflate, and the patient could not achieve an erection. The patient underwent surgical intervention to explant the app and replace with a new device. There were no patient complications reported.